Manufacturer narrative:
An indepth investigation was conducted and it was found that the instrument had thermal damage under the ceramic sleeve, at the base of the hook. The instrument was further disassembled to find the source of thermal damage and the conductor wire and the silicone potting were both found to be intact. It is highly possible that the thermal damage occurred due to capacitive coupling from air firing. This failure mode has been attributed to user mishandling/misuse. The instrument was re-examined to confirm there were no breaks in the conductor wire that would have led to the thermal damage. The instrument passed the continuity testing. The conductor wire was disassembled from the instrument for visual inspection, and no breaks or insulation compromises was observed. Therefore, this supplemental report is being submitted to retract the original report as the failure mode is attributed to misuse/mishandling.

Manufacturer narrative:
The instrument was returned for evaluation. Failure analysis investigations confirmed the customer reported complaint. The instrument was found to have thermal damage (char marks) to the distal clevis, proximal clevis, monopolar yaw pulley, and conductor cap. The char marks found indicates that an arcing event occurred. Material was also found to be missing. The instrument passed electrical continuity testing. No other damage was found. Device history record (DHR) review-device history record (DHR) review for the device involved with this complaint has been completed. No non-conformances were identified to be related to this complaint. Review of the site's system logs for the reported procedure date found that no related system errors occurred that would have caused or contributed to the arcing event that occurred during the surgical procedure. Based on the information provided, this complaint is being reported due to the following conclusion: it was reported that during a da vinci cholecystectomy procedure, arcing from the pch instrument occurred. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported event could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci cholecystectomy procedure, arcing from the permanent cautery hook (pch) instrument occurred. No patient harm, adverse outcome or injury was reported. On (B)(6) 2016, intuitive surgical, inc. (Isi) contacted the site's robotics coordinator to obtain additional information regarding the reported event. According to the robotics coordinator, while the surgeon was performing dissection to remove the patient's gall bladder, arcing to the patient's liver from the pch instrument occurred. The instrument was immediately removed from the patient and upon inspection of the instrument by the site, it was noted that ultem was charred. A replacement pch instrument was installed to complete the planned surgical procedure. There was no damage to the patient's liver and no additional surgical procedure was required due to the arcing event. The robotics coordinator indicated that there has been no report to him that the patient has returned to the hospital due to experiencing any post-surgical complications due to the arcing event. According to the robotics coordinator, the pch instrument did not make contact with any other instruments during the surgical procedure and was not in close proximity with any other cautery instrumentation. The robotics coordinator was unable to provide the model of the electrosurgical unit (esu) that was used during the surgical procedure; however, the esu settings were 35/35. There is no video recording of the planned surgical procedure. No other information was provided.